Event description:
It was reported that after being kicked between the legs, the patient experienced an ambicor penile prosthesis (app) break. Although it was noted the patient was experiencing groin pain, it was detailed that the symptom was caused by the kick and not the device. A surgical procedure was performed on an unknown date in which the existing app was removed. Sometime later, the patient underwent another surgery in which a new app was implanted. There were no patient complications.